Event description:
Olympus rec'd (uf/importer report #(B)(4)) which stated an olympus bf-p40 bronchofiberscope was damaged by a ktp laser during a therapeutic procedure. The user facility reported the bronchofiberscope experienced a loss of light when the ktp laser was activated during a laryngoscopy and bronchoscopy procedure to remove a calcified mass in a pt's right lung. The bronchofiberscope was reportedly withdrawn from the pt and one side of the distal end over appeared melted. The pt was extubated and a small amount of smoke was noted in the endotracheal tube. The anesthesia circuit and endotracheal tube were said to have been replaced, and the pt's airway was inspected with a different, but similar bronchoscope. The user facility reported observing the presence of "melted vs vaporized plastic" from the bronchofiberscope in an unspecified location, and elected to discontinue and reschedule the remainder of the procedure. The pt remained hospitalized and intubated for two days after the procedure for continued respiratory support, and was then successfully extubated. The pt was reportedly rescheduled for the completion of the procedure.

Manufacturer narrative:
Olympus was informed by the users that the pt had initially been ventilated with 21% oxygen at the start of the case, but had increased the oxygen to 100% some time prior to the reported occurrence. Olympus followed up on this report with the user facility. The user facility elected not to return the device to olympus for eval. An olympus endoscope support specialist visited the user facility and performed an inspection of the device. The device was examined and a visible image was produced; however, the image was hazy due to residue on the lens. The eval confirmed thermal damage on the bending section cover and distal end cover of the bronchofiberscope. Frayed wires were found exposed at the bending section mesh as a result of the thermal damage. Based on the info provided by the user facility and the condition of the device, the cause for the reported event appears to be that the bronchoscope was inadvertently exposed to a laser beam in an elevated oxygen atmosphere due to user error. This report is being submitted as a medical device report in an abundance of caution.